Event description:
It was reported that stimulation was in the wrong location. Stimulation was experienced in the bilateral rib and stomach. The lead was placed at t8/t9. Troubleshooting was performed in which the electrodes were focused to one side, but still there was bilateral stimulation. X-rays were taken, but the results were not reported. The health care professional indicated that any migration of the lead was minimal. Additional info has been requested, a follow-up report will be sent if additional info becomes available.

Manufacturer narrative:
(B)(4).